Event description:
Customer called stating whenever she pushes a button on her insulin pump, the screen goes blank. This just started happening. Customer tried cleaning the battery. She states that the time is advancing. There are beeps when she pushes a button, but nothing changes on screen. Customer's blood glucose level is 130 mg/dl. She is using an energizer alkaline battery. She used a polaroid battery to test, but usually uses energizer batteries. The device was not bumped or dropped. There is a crack on the battery compartment. The damage is due to normal wear and tear. Customer was advised that the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
The insulin pump had a blank display. The problem was isolated to the lcd board. The insulin pump was received with minor scratches on the display window, a cracked case at a display window corner, broken battery tube threads, a cracked reservoir tube lip and a cracked case at the reservoir tube window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.